Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device failed to complete the cybersecurity update and went into a bvvi mode. The patient was not symptomatic. The device was restored and the parameters reprogrammed. Firmware was not upgraded and the patient will continue with normal follow-up.